Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. One device was evaluated in the field and the issue was confirmed; there was a damaged/broken component. The device was repaired and returned. One device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Two devices were not evaluated as multiple attempts to contact the customer were not successful. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the cot had dropped. One event had no patient involvement. Three events had patient involvement, but there was no impact or consequence to the patients.